Event description:
It was reported the patient's blood glucose level rose to 303 mg/dl while wearing the pod between 4 and 24 hours. Reportedly, there was an urgent low glucose alert at 12:50 pm, followed by glucose levels going up at 1:00 pm. The patient called their healthcare provider twice (10 am and 1 pm) for instructions on how to manage their blood glucose levels. The last bolus prior to reaching out to product support was 0.85 u of insulin at 2:44 pm. When the pod was removed from the infusion site (back of arm), the adhesive was somewhat loose, the patient could smell insulin on the skin, and the pod's cannula was found bent. As treatment, the patient activated a new pod and resumed treatment. The issue occurred with 2 different pods on the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s911usqs7ezci. Hardware: sm-s911u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.